Event description:
While wearing the external equipment, the patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. In 2006, the patient was seen by the company representative for device evaluation. Testing performed confirmed that the device was not fully functioning. Surgery to explant the device has been scheduled.